Event description:
See MFR 3007566237-2013-00464 for a duplicate report. All ongoing information (if any) will be reported under MFR 3007566237-2013-00546.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4). Product type extension product ID neu_tun nelingtool product type accessory.

Event description:
It was reported that while tunneling a plastic tip of the tunneling tool (obturator distal tip) broke off and some small pieces stayed inside the body of the patient. The health care provider could not find it in the or. Additional information received reported no further procedures with the patient "for now." The physician was going to wait for the patient's "evolution."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).